Event description:
Caller reported that a cracked and shattered touchscreen rendered the pump unusable, as the screen was illegible, preventing interaction with the device. Blood glucose levels did not exceed 500 mg/dl, and there was no adverse impact on the customer's blood glucose level. Customer planned to use lantis and humolog to ensure insulin delivery was not interrupted, and technical support agreed to replace the pump, despite it being out of warranty.